Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized with peritonitis. The patient was having the pd catheter (not a fresenius product) removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with unknown symptoms. The patient was admitted and diagnosed with peritonitis. The pd clinic had not received hospital records for the patient; therefore, no culture results or antibiotic regimen were available. The patient had the pd catheter removed and remains hospitalized. The cause of the peritonitis is unknown. No further information was available.